Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung mass. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged a patient to develop lung mass and tightness of chest. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed unknown dust contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacture. The manufacturer found no error codes. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 were updated in this report.